Event description:
Customer advised that the cells on the mattress were not filling and alternating properly. Urgent because the customer already has a pressure sore. Technician found that the shuttle valve had not sealed properly and 2 hoses inside had holes in them.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc on behalf of the MFR arjohuntleigh, a branch of arjo (B)(4). Add'l info will be provided upon conclusion of the MFR's investigation.